Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the remote home monitor issued an alert for high out of range shock impedance measurement of 134 ohms. Upon review it appeared that since the previous out of range measurements the shock impedance had come down and was 54 ohms over a year and a half earlier. Boston scientific technical services (ts) suggested determining the average and to consider changing the remote home monitoring alert to 150 ohms. The rv lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in the clinic and the rv lead shock impedance had gone back down to 99 ohms. Subsequently the out of range impedance alert for the remote home monitoring system was changed to 150 ohms as discussed previously. The rv lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and found the impedance measurement to be 126 ohms. Ts noted that the shock impedance measurement has trended from 90 to 126 ohms and discussed further options. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system and no intervention has been taken. The ICD and rv lead remain in service and no adverse patient effects have been reported. Additional information was received that the patient was brought into the office and the right ventricular (rv) shock impedance measurement was 107 ohms when tested in the single coil to can configuration. The physician noted that impedances were 87 ohms at implant and it has been a slow gradual rise. The patient was brought in for non-invasive programmed stimulation (nips) testing approximately one week later where impedance measurement was 93 ohms. At this time the physician has opted to continue to monitor the patient and no further intervention will be taken. The rv lead and ICD remain in service and no additional adverse patient effects were reported. The ICD was returned from a funeral home with a portion of the rv lead attached and severed over a year after last report with no further allegations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned segment of the lead was performed. The lead was severed at approximately six centimeters from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection did not reveal any issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with the returned portion. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the patient was brought into the office and the right ventricular (rv) shock impedance measurement was 107 ohms when tested in the single coil coil to can configuration. The physician noted that impedances were 87 ohms at implant and it has been a slow gradual rise. The patient was brought in for non-invasive programmed stimulation (nips) testing approximately one week later where impedance measurement was 93 ohms. At this time the physician has opted to continue to monitor the patient and no further intervention will be taken. The rv lead and ICD remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and found the impedance measurement to be 126 ohms. Ts noted that the shock impedance measurement has trended from 90 to 126 ohms and discussed further options. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system and no intervention has been taken. The ICD and rv lead remain in service and no adverse patient effects have been reported.